Event description:
The complainant reported to boston scientific (bsc) on 2006 that a pt underwent a therapeutic procedure. The sensation jumbo snare was utilized during the procedure when the 'wire broke causing potential cutting action and trauma to the pts anatomy.' At the time of the initial report, the customer indicated that the subject device was reprocessed and reused. Subsequent f/u info on (B)(6) 2007, provided by the customer revealed that the subject device had not been reprocessed. Bsc is not aware of any adverse effects to the pt.

Manufacturer narrative:
(B)(4). Result: loop wire, broke. (B)(4). Eval: the device was returned to boston scientific (bsc) on (B)(4) 2006. A visual exam of the returned device was performed. During exam it was observed that the wire was broken and seemed to be burned. Since the wire was broken functional testing could not be performed. The device history record review confirms that this device, lot 8526198 meets all material, assembly and performance specifications. The root cause of the returned device is confirmed; however there is no evidence to determine the cause of the malfunction.